Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 5.4 second test inr = 5.7

Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = 5.4 second test inr = 5.7 mean =5.55; sd = 0.21; %cv = 93.8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.